Event description:
A technician reported patient with one plus injection at one day lasik post-operative visit. At visit patient indicated "felt like gravel in eyes night of surgery". Additional information form reported indicated patient had diffuse lamellar keratitis (dlk) which initially started at stage one and progressed to stage three. Reporter indicated patient's topical steroid dosage was increase, an oral steroid was prescribed, adn a flap lift and rinse was performed which resolved the reported issue after five days. This report references the left eye. An additional report will be filed for the right eye. Additional information has been requested.

Manufacturer narrative:
The device history record (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. H3 and h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).